Event description:
It was reported that the patient experienced phrenic stimulation. It was also reported that there was a lesion on the left ventricular lead in the subclavarian vein. The lead was fixed with unipolar adaptor, and remains in use. No patient complications have been reported as a result of this event. The patient is part of the (B)(6) study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.